Manufacturer narrative:
Correction: the device was not returned. The field device available for evaluation (d10) has been updated. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Procedural imaging was provided and revealed both aortic root and ascending aorta had presence of severe calcification and the native annulus was calcified. A device history record (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. A review of lot history revealed no other similar complaints related to the reported event. The complaint was unable to be confirmed as no device or device photos were returned. No manufacturing non-conformances were identified during product evaluation. An existing technical summary investigated by edwards has been documented for root cause analysis on balloon bursts in a calcified annulus. Review of available information suggests that the balloon burst was likely caused by patient factors (calcified native annular). A detailed root cause analysis for similar returned balloon burst complaints has been investigated by edwards and summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported, ¿the perceived cause of the ruptured balloon was due to annular calcium¿. Additionally, the patient had presence of calcification in the native annulus, aortic root and ascending aorta per provided imagery review. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). In this case, per report, the cause for the ruptured balloon was annular calcium. As an applicable technical summary exists and the complaint occurrence rate did not exceed the april 2020 control limit for the applicable complaint trend category, no product risk assessment nor corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI # (B)(4). Investigation is ongoing.

Event description:
During valve deployment of a 23mm sapien 3 valve, the commander delivery system balloon ruptured near the end at full inflation. The delivery system was removed without incidence. There was no bav performed. An echo (tte) showed no paravalvular leak (pvl). The patient was stable and transferred for post management care. The delivery system will be returned for evaluation. Per report, the perceived cause for the ruptured balloon was annular calcium.